Manufacturer narrative:
Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Two kinks were observed on the catheter tubing approximately 76.7cm and 74.9cm from the iab tip. The inner lumen was found to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing performed and a leak was detected on the catheter tubing approximately 64.cm from the iab tip. The reported problem of ¿alarm, autofill failure¿ was most likely triggered by the leak found on the catheter tubing. The penetration found on the catheter tubing appears to have been caused by a sharp object. We are unable to determine when this may have occurred. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: medical director, cardiologist. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was difficult to insert. Once the iab reached the descending aorta and the helium line was connected, the iab was unable to fill and initiated an autofill failure alarm. After repeated attempts, the introducer was changed to an 8fr and the iab was replaced to provide therapy. There was no patient harm or adverse event reported.